Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8266732. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that safety shield did not engage after use with a bd syringe sftygld 1ml w/ndl 27x1/2 rb. The following information was provided by the initial reporter: it was reported that the safety glide did not lock in place.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that safety shield did not engage after use with a bd syringe sftygld 1 ml w/ndl 27x1/2 rb. The following information was provided by the initial reporter: it was reported that the safety glide did not lock in place.